Event description:
Pt presented with plaque in small iliac vessels. This was a percutaneous case, perclose used on both side; an 18fr introducer sheath was also used. Access and deployment of a bifurcated device were uneventful, withdrawal through the 18fr was difficult. When the device was fully retracted, the pt's bp became erratic and abdominal swelling was observed. Physician identified a tear in the iliac vessel and it was repaired with a viabond. After the procedure, the flow to the legs was not good. The pt died two days later with peripheral vascular damage. No autopsy has been conducted.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of info, no conclusion can be drawn at this time.